Event description:
Caller reported that pump battery would not charge, and attempts to resolve the charging issue using different wall outlets and adapters were unsuccessful, resulting in an unstable or unrecognized charging connection. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed shipping details, while the caller was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on returning the pump.